Event description:
It was reported during surgery the mm hex driver tip, locking groove broke off when tightening the 2.3mm distal locking screws. The surgeon used a backup screwdriver tip from the tray to complete the surgery after a slight delay. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00307 for the screw involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed for the 1.5mm hex driver tip, locking groove (part number 80-0728) as the batch/lot number is unknown. Based on the information received, the root cause could not be determined.